Event description:
It was reported that low high voltage lead impedance was observed during a hv lead integrity check. The patient notifier was not activated. A fluoroscopy scan ruled out any possible loose pin connections. The physican elected to explant the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported hv lead impedance anomaly could not be reproduced in the laboratory. Numerous hvlic measurements were performed over the course of several weeks. The device performed normally at all times.